Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the prograsp forceps instrument stopped working, no longer responding to the surgeon's command. When the instrument was removed from it's end, severed and frayed wires were seen at the articulation axis. A back-up instrument was used to continue the procedure. The procedure was completed with no reported injury.